Event description:
It was reported that a creo threaded locking cap was found loose post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. It was reported that a revision was required for a creo threaded locking cap migrated post operatively. The original implant date was (B)(6) 2024 and it was discovered migrated on(B)(6) 2024. The construct was a fusion from l2-l5. The left l2 locking cap was seen completely disassociated from the screw head in returned lateral and ap x-ray images. The locking cap was not returned because there has not been a revision performed; the patient is asymptomatic and being closely monitored. The post-operative conditions are unknown, so it can't be established if there was any excessive force that may have caused the locking cap to migrate. It was confirmed that the surgeon stated he final tightened the locking cap per the technique guide. Because the exact surgical conditions cannot be replicated, no determinations could be made as to the cause of the reported issue.